Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem.

Event description:
On (B)(6) 2005, the patient started peritoneal dialysis (pd) treatment. On an unknown date, the patient experienced a break in aseptic technique described as "the patients hand touched the patient connector. On (B)(6) 2010, the patient was diagnosed with peritonitis manifested by cloudy effluent, abdominal pain and fever. On (B)(6) 2010, the patient was hospitalized for the peritonitis. On the same day, a peritoneal analysis and culture was performed. The results of the peritoneal analysis were many leukocytes .the result of the culture was no growth. On an unknown date, the patient began remedial therapy with cefazolin (1gm x 2gm, daily) and gentamycin (40mg x 80mg, daily). Pd therapy was ongoing. The patient was discharged from the hospital on (B)(6) 2010 and the peritonitis resolved. It was unknown if the fever resolved. No concomitant medications were reported. The reporter believed that the event of peritonitis was not related to the pd therapy. No causality statement was given for the fever.